Event description:
Off-line call capture form received from (B)(6) 2014 containing a complaint: "customer reported that there was a leak in the kit near the recirculation pump. This was detected just before the buffy coat was collected. The customer had already begun performing a manual rinseback when they called. They were having trouble evacuating the blood from the centrifuge bowl. The therakos' clinical services representative explained to how to do this, as well as raise the cassette so they could return the blood in the ec circuit back to the patient. It was also explained that the kit was no longer considered functionally closed due to the leak. Additional tests performed: therakos' clinical services representative reloaded both of the kits used earlier in the day and managed to complete prime with no alarms. Customer provided a picture for evaluation.

Manufacturer narrative:
A review of lot c102 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pto leaks; CAPA's (B)(4) have already been initiated to investigate pto leaks. The assessment is based on information available at the time of the investigation. The photo evaluation is still in progress at the time of this report; therefore, final investigation findings are still pending. (B)(4).